Manufacturer narrative:
This follow-up report is being filled to relay investigation result. Visual examination: the vertical pin of the returned lateral position guide has broken off. The fracture occurred at the pin directly after the welding seam, but the welding is still intact. Besides the breakage, the lateral position guide shows some scratches and signs of use. The product is intended for treatment. The investigation results did not identify a non-conformance or a complaint out of box (coob). The manufacturing records confirm that the instrument has been manufactured according to specifications. The most likely root cause is an excessive use of the instrument. High forces must have been applied on the vertical pin, leading to the fracture. If the instrument is used correctly, no force is applied on the vertical pin. However, a definite root cause could not be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Please refer to report 0009613350-2019-00615.

Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. The manufacturer did not receive x-rays, or other source documents for review. The lot number of the device was received. The device history records will be reviewed during investigation. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that during surgery, the top rod of positioning guide fell into the patient while impacting the acetabular cup with the alignment guide on the impactor. Rod was retrieved. Surgery was not delayed since surgeon could finish the surgery without the rod on the guide.